Event description:
New information reported stated that the device was successfully reprogrammed which alleviated the noise interference.

Event description:
It was reported that the upon interrogation, the right ventricular lead exhibited noise. The noise was occurring due to oversensing. No intervention or patient symptoms were reported.